Event description:
A report was received that the electrode was broke at the hub during a procedure. The patient was not harmed and the procedure was completed with a different electrode.

Manufacturer narrative:
A review of the manufacturing documentation for the electrode revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the electrode was broke at the hub during a procedure. The patient was not harmed and the procedure was completed with a different electrode.